Manufacturer narrative:
(B)(4). The microcatheter was returned for evaluation. The distal end of the tip was missing. A circumferential crack made by tensile stress was observed at the tip-shaft joint. There was a checkered imprint on the tip surface that assumed to be made when the tip was pressed against the guiding catheter lumen. Stretching of the tip and the inner tube was observed at the torn end of the tip. The distal end of the braid tube was exposed at the torn tip end; it indicated that the tip was torn apart at approximately 2mm from the distal tip end. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with catheter removal had most likely contributed to the observed separation of the tip. The tensile stress would exceed the product design limit likely when movement of the microcatheter was restricted by the concomitant trapping balloon. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter separated during a pci to treat a 90-99% occlusion in the lcx #11. A guide wire was placed in the lcx main branch. The microcatheter was delivered to a side branch with another guide wire. A kusabi balloon catheter was used to remove the microcatheter. A stent was deployed in the lesion in #11. Final angiography showed there was a black dot outside the deployed stent. The physician assumed that it was a part of the microcatheter and left it in situ as he determined that the remaining part would not have hemodynamic impact on the patient. The physician commented that the microcatheter might be trapped by the balloon and thus resistance was felt during removal. There was no adverse patient effects associated with the remaining fragment.